Event description:
It was reported that a dissection occurred. The 99% stenosed, moderately calcified and moderately tortuous target lesion was predilated. A 2.75 x 32 synergy was selected and stent damage was noted. The device was advanced with resistance to the target lesion and deployed. After post dilation of the stent, a distal edge dissection was noted. An additional stent was deployed and the procedure was completed successfully.